Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed error 1861. The batteries had been removed and replaced, but the alarm had returned with error 1840. The batteries had then been removed again to power off the pump, and the tubing had been clamped. The patient had an appointment for disconnect and had not been affected. The event occurred while in use with a patient but no patient harm was reported.